Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a other (unusual issue) issue. It was reported that pump would randomly go to the ¿go prime¿ menu while the patient was sleeping. The patient tried to put the tamper resistant lock on, but the issue still occurred. This has happened 3 times now. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours and no errors, alarms or warnings occurred. The pump did not randomly go to the prime screen during testing. There were no hypersensitive or stuck keypad buttons on the keypad. The investigation did not duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.